Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012768946); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was introduced into the patient by a non medtronic guidewire (innowi). An additional backup wire (mayer stiff) was put in place as a buddy wire to straighten the kink. While passing the thoracic aorta, no challenges were noted. Once trying to cross the aortic arch, the delivery catheter system (dcs) became stuck. After two attempts crossing the aortic arch failed, the guidewire was exchanged for a new non-medtronic guidewire (lunderquist). During the new attempt to cross the arch with the new guidewire, the dcs became stuck again. While advancing with more pressure to the dcs, the dcs lost "sudden backup in the kink." A drop in blood pressure was observed (to 50/30 millimeters of mercury (mmhg)). Cardiopulmonary resuscitation and intubation were performed. A transesophageal echocardiogram showed no pericardial effusion, angiography could not confirm the perforation, and a transthoracic echocardiogram confirmed a severe hematothorax on the right lung side. A perforation of the descending aorta occurred due to severe kinking of the vessel associated with scoliosis. Severe blood loss was observed, resulting in a hematothorax on the right side. A thorax drainage was applied, and approximately 2 liters of blood were drained. The patient was declared dead due to severe blood loss and hematothorax resulting from the aortic perforation.

Manufacturer narrative:
Image review: there were five media images of the event reported. There was no computed tomography (CT) provided for anatomical considerations executive summary was provided and evidence shows tortuosity in the aorta. A fluroscopy valve load inspection was provided and evidence shows there is no resemblance of a misload. It was reported that during a transcatheter aortic valve procedure, the valve was introduced into the patient by a non medtronic guidewire. An additional backup wire was put in place as a buddy wire to straighten the kink . While passing the thoracic aorta, no challenges were noted. Once trying to cross the aortic arch, the delivery catheter system (dcs) became stuck. After two attempts crossing the aortic arch failed, the guidewire was exchanged for a new non-medtronic guidewire. During the new attempt to cross the arch with the new guidewire, the dcs became stuck again. While advancing with more pressure to the dcs, the dcs lost "sudden backup in the kink." A drop in blood pressure was observed (to 50/30 millimeters of mercury (mmhg)). Cardiopulmonary resuscitation and intubation were performed. As stated in the medtronic instructions for use (IFU); potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: - death-cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention) -major or minor bleeding that may require transfusion or intervention (including life-threatening or disabling bleeding). It was reported that, a perforation of the descending aorta occurred due to severe kinking of the vessel associated with scoliosis. With images provided it cannot be confirmed or denied perforation. Evidence does show sever tortuosity in the aorta. Severe blood loss was observed, resulting in a hematothorax on the right side. A thorax drainage was applied, and approximately 2 liters of blood were drained. The patient was declared dead due to severe blood loss and hematothorax resulting from the aortic perforation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. A bend was evident to the catheter shaft. The handle and capsule were fully closed on receipt of the device. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device the reported death could not be confirmed through analysis updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: h6. The annex e code replaced the previously reported annex e e0506. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was introduced into the patient by a non medtronic guidewire (innowi). An additional backup wire (mayer stiff) was put in place as a buddy wire to straighten the kink. While passing the thoracic aorta, no challenges were noted. Once trying to cross the aortic arch, the delivery catheter system (dcs) became stuck. After two attempts crossing the aortic arch failed, the guidewire was exchanged for a new non-medtronic guidewire (lunderquist). During the new attempt to cross the arch with the new guidewire, the dcs became stuck again. While advancing with more pressure to the dcs, the dcs lost "sudden backup in the kink." A drop in blood pressure was observed (to 50/30 millimeters of mercury (mmhg)). Cardiopulmonary resuscitation and intubation were performed. A transesophageal echocardiogram showed no pericardial effusion, angiography could not confirm the perforation, and a transthoracic echocardiogram confirmed a severe hematothorax on the right lung side. A perforation of the descending aorta occurred due to severe kinking of the vessel associated with scoliosis. Severe blood loss was observed, resulting in a hematothorax on the right side. A thorax drainage was applied, and approximately 2 liters of blood were drained. The patient was declared dead due to severe blood loss and hematothorax resulting from the aortic perforation. Additional information was received to report the severe calcification and tortuous patient anatomy contributed to the perforation. It was also noted the cause of the hemothorax was due to the perforation of the descending aorta with the dcs.